Manufacturer narrative:
A siemens field service engineer(fse) was dispatched to the site. After analysis of the instrument and instrument data the fse determined that the cause of the discrepant bnp results was due to the user placing the acid reagent bottle in the wash1 slot and the wash1 reagent bottle into the acid reagent slot. The fse de-contaminated the system, performed a functional check on the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Four discordant results were obtained for brain natriuretic peptide (bnp) on an advia centaur xp analyzer. The samples were re-tested on another system and corrected results were issued for the 4 discordant results. There were no reports of adverse health consequences or known patient intervention due to the discordant bnp results.